Event description:
The reporter stated that the surgeon was inserting a single piece collamer lens model cc4204bf into the pt's eye and the lens tore. The lens was removed and replaced with another model lens with no pt injury.

Manufacturer narrative:
Eval a visual inspection of the returned product shows the lens optic is torn from one plate haptic to the other haptic. There is a portion of one haptic torn off and missing. There is clear surgical residue on the lens. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.